Event description:
A territory manager reported an end user experienced an issue when using a mini stick max 5f x 10 cm std .018 ss/ss echo 2.75". On (B)(6) 2025 a patient underwent left greater saphenous vein varithena procedure in the office with the mini stick device. On (B)(6) 2025 the patient went to the ER and an xray of their left leg revealed a portion of the retained wire within the saphenous vein. It has yet to be removed. The doctor believes it was a defective wire or needle which resulted in separation of the distal portion of the wire during the procedure.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of guidewire detached and was retained in the patient cannot be confirmed since no complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential root cause for this type of guidewire tip detached and retained in the patient failure mode is end user pulling the guidewire back through the needle when guidewire advancement meets resistance. This is cautioned against in the device dfu. Device history record review of the packaging/guidewire shr lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. No guidewire complaint sample was returned for evaluation so a supplier related device non-conformance could not be confirmed. Fyi (B)(4) was sent to guidewire supplier (B)(4) to make them aware of this complaint event. Labeling review: direction for use (item number 16600601-01) is provided with this mini-stick device. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with its labeling. Adverse events guidewire shearing, fracture or embolization operational instructions 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).